Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin squirting out during priming. Customer's blood glucose level was unknown. Customer also stated that the insulin pump rejecting new batteries. The device will not be returned for analysis.

Manufacturer narrative:
Device passed operating current, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected low battery alarm or prime/fill anomaly noted during testing. Device was programmed with test minilink and the glucose sensor simulator. Device communicated properly with glucose sensor simulator and display the 100 value properly on display graph. Device sensor function properly and no anomaly noted. No unexpected weak signal or lost sensor alarms noted during testing. (B)(4).